Manufacturer narrative:
The reported event of pumps shutting down file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 8/03/2015. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A trackwise complaint history review was completed, and it was confirmed that there were additional complaints received with similar sn (B)(4) for the same or related failure mode. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue.

Event description:
The customer reported that the infusion of ns and nafcillin which were on separate pumps and placed on the left side of the pcu unexpectedly powered off. The ns was programmed to infuse at either 75ml or 100ml/hr and the nafcillin was programmed to infuse at 16.8 ml/hr. The pcu was plugged into an electrical outlet. There was no patient harm.